Event description:
Four pt samples with discrepant results. Initial result 134 mmol/l, repeat 139 mmol/l. Erroneous results not reported. The field service rep was unable to identify root cause. Recalibration improved the performance of the assay. Performance tests were performed and within specification.

Event description:
Four pt samples with discrepant results: initial result 130 mmol/l, repeat 137mmol/l. Erroneous results not reported. The field service rep was unable to identify root cause. Recalibration improved the performance of the assay. Performance tests were performed and within specification.

Event description:
Four pt samples with discrepant results. Initial result 132 mmol/l, repeat 139 mmol/l. Erroneous results not reported. The field service rep was unable to identify root cause. Recalibration improved the performance of the assay. Performance tests were performed and within specification.

Event description:
Four pt samples were discrepant results. Initial result 135 mmol/l, repeat 141 mmol/l. Erroneous results not reported. The field service rep was unable to identify root cause. Recalibration improved the performance of the assay. Performance tests were performed and within specification.